Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported device embolization occurred. A left atrial appendage (laa) closure procedure was performed. A 24 mm watchman ® laa closure device was implanted successfully after release criteria were met. There were no procedural issues. A few hours post procedure, while in their regular hospital room, the patient experienced hypotension. The patient was treated for hypotension and then external echocardiogram was performed. The four chamber view showed all chambers were clear from the device. Due to the hypotension, the patient entered into a slow ventricular tachycardia which degenerated into a ventricular fibrillation. Direct current cardioversion of 200j was delivered in addition to very aggressive cardiopulmonary resuscitation and the patient went back to sinus rhythm with hypotension. External echocardiogram was performed and now showed the watchman device embolized and was stuck on the mitral valve. After successfully stabilizing the patient, a third echo showed the device migrated out of the heart. The patient was directly transferred to the cath lab where x-ray showed that the device was sitting in the aortic arch. The physicians attempted to snare the device. After several attempts they managed to lock the snare on the device and pull it all the way down to the iliac where the device became stuck at the bifurcation. Another snare was used and after continued efforts for 2 hours, they managed to pull the device to the femoral artery. The vascular surgeons were then called to perform minor surgery to take the device out of the femoral artery. This was successful and without any complications. The patient was kept under close observation over night and was fully recovered the next day with no further complications reported. It was noted that the hypotension may have been due to the patient¿s underlying condition (¿several diseases¿) mixed with normal blood loss from the procedure.